Event description:
A 25mm numed sizing balloon was used to cross the defect. By tee this balloon seemed to be in one of the smaller, more inferior defects. The guidewire was then pulled back to the right atrium and the septum was recrossed across the retroaortic, larger defect. The balloon was inflated again and the defect measured 9mm. A 10mm amplatzer septal occluder (aso) was selected and a 6f amplatzer torqvue 45 delivery system (dtv45) was placed over the guidewire into the left upper pulmonary vein. The aso was deployed and released. Echo showed a large residual defect near the coronary sinus, and the additional small posterior defect was still patent. The aso was snared with a 10mm gooseneck snare and pulled into a 10f sheath. A 25mm amplatzer cribriform occluder (aco) was then selected. The aco was deployed, and while the posterior defect was now covered, the inferior defect near the coronary sinus was still present. The aco was snared and removed. The patient will be referred to surgery for atrial septal defect closure. Please reference MDR# 2135147-2014-00009 for the 10mm aso.

Manufacturer narrative:
The 25mm aco was received at sjm and decontaminated. The aco was grossly and microscopically examined and no anomalies were found. The aco met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 8f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.